Event description:
The event involved a plum burette clave sites 114in ndehp where the customer reported that the clave additive port snapped off. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation, however, a picture sample is; investigation is not complete.

Manufacturer narrative:
Two pictures were returned by the customer. One picture showed the clave partially disconnected from the port and the second showed the plum burette set as a whole. The complaint of clave additive port snapped off on the 142730490 plum 150 ml burette set can be confirmed based on the returned picture. The probable cause is due to unintentional external bending forces applied during use. A lot of history review could not be conducted because no lot number(s) was/were identified. Provided lot number is not consistent with a burette set.